Event description:
Medication reservoir was being cleaned in the pt's home by an agency rn. Rn attempted to restart pain management program by turning pump on. On/off button failed and locked up. A replacement pump was obtained from the distributor. Pt was restarted on pain control within 2 hrs of reported problem.